Manufacturer narrative:
A5: han. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact during a procedure involving balloon angioplasty within an artery in the lower extremity via access in the left iliac artery, an advance 35 lp low profile balloon catheter¿s balloon ruptured. The anatomy was stenosed and the lesion was forty percent occluded. Access was obtained in the left iliac artery with a cook sheath, and a cook wire and catheter were advanced contralaterally. The access sheath was exchanged for another cook sheath, and an occluded lesion in the superficial femoral artery (sfa) was opened with a cook wire guide. The below-the-knee occlusions in the anterior tibial and peroneal arteries were opened with another manufacturer¿s wire and dilated with another manufacturer¿s balloon. The user then attempted to dilate the sfa with the complaint device; however, upon opening the device package, the user ¿found a breach¿ when the device was flushed with saline, noted a ¿small protruding point¿, and determined that the balloon was ruptured. A ¿dot-shaped lacunae¿ was noted on the surface of the balloon. Therefore, the device did not enter the patient. Another cook balloon was used to dilate the vessel and complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to patient contact during a procedure involving balloon angioplasty within an artery in the lower extremity via access in the left iliac artery, an advance 35 lp low profile balloon catheter¿s balloon ruptured. The anatomy was stenosed and the lesion was forty percent occluded. Access was obtained in the left iliac artery with a cook sheath, and a cook wire and catheter were advanced contralaterally. The access sheath was exchanged for another cook sheath, and an occluded lesion in the superficial femoral artery (sfa) was opened with a cook wire guide. The below-the-knee occlusions in the anterior tibial and peroneal arteries were opened with another manufacturer¿s wire and dilated with another manufacturer¿s balloon. The user then attempted to dilate the sfa with the complaint device; however, upon opening the device package, the user ¿found a breach¿ when the device was flushed with saline, noted a ¿small protruding point¿, and determined that the balloon was ruptured. A ¿dot-shaped lacunae¿ was noted on the surface of the balloon. Therefore, the device did not enter the patient. Another cook balloon was used to dilate the vessel and complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A puncture was noted through the balloon fold; therefore, the balloon could not be inflated. Biological matter was noted in and on the device. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.